Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. Based on the information reviewed, a cause for the reported slda cannot be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, first triclip was implanted. After deployment, it was determined that there was a single leaflet device attachment (slda) and clip was no longer attached to the anterior leaflet. Additional triclip was implanted to stabilize the slda. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.